Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hypoglycemia while using the ilet, with cgm readings around 52 mg/dl for approximately 30 minutes after a missed meal announcement earlier in the day and a subsequent correction, and the caller sought confirmation that no additional insulin was being delivered. Symptoms included shakiness and low blood glucose consistent with hypoglycemia, which improved to 69 mg/dl by the end of the interaction after repeated oral carbohydrate intake. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included review of device-delivered insulin history and system logs. Investigation of this case revealed no insulin delivery in the preceding approximately 75 minutes and no device malfunction, with the event consistent with hypoglycemia of unclear cause in the context of recent correction and emotional stress. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.